Manufacturer narrative:
The consumer was using the rollator outside and sat down on the seat, when unit allegedly collapsed and he fell backwards. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. No serious injury has been reported. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer sat on the rollator when the unit allegedly collapsed, causing the consumer to fall backwards and hit his head on the sidewalk. The consumer allegedly sustained a bump on his head. No medical treatment was given. No serious injury is alleged.